Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in ventricular fibrillation (vf) and the device delivered 7 shocks but was not able to convert the rhythm. The physician is wanting to know why the device did not continue to deliver more shocks as the patient remained in vf. The patient experienced unconsciousness, the paramedics defibrillated the patient externally and the patient was hospitalized. The device was interrogated, and the shock impedance, intrinsic amplitude and thresholds were all stable. No additional adverse patient effects were reported. The device remains in-service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in ventricular fibrillation (vf) and the device delivered 7 shocks but was not able to convert the rhythm. The physician is wanting to know why the device did not continue to deliver more shocks as the patient remained in vf. The patient experienced unconsciousness, the paramedics defibrillated the patient externally and the patient was hospitalized. The device was interrogated, and the shock impedance, intrinsic amplitude and thresholds were all stable. No additional adverse patient effects were reported. The device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.